Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default the customer's address is unknown. (B)(6) USA has been used as a default. Investigation summary: it was reported that a syringe cracked during a procedure. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with residues of blood. The syringe barrel has a crack from the 10ml mark to the 30ml mark. No other defects or imperfections were observed. A device history record review was completed for provided material number 301033, lot number 1026744. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 syringes 30ml ll bns were cracked. The following information was provided by the initial reporter: "it was reported that syringe cracked during a procedure."